Event description:
Clinical study: it was reported that less than 24 hours after a coronary artery drug eluting stenting procedure the pt experienced a mi. Target lesion 1 was located in the proximal rca (prox rca), with 100% stenosis and was 12mm long with a reference vessel diameter of 4.25mm. Target lesion 1 was treated with multiple extraction thrombectomies followed by direct placement of a taxus express2 8.8% 3.5x16mm drug eluting stent, which was post-dilated to 4.25mm. Per cardiac catheterization report, the pt experienced asystole during the initial thrombectomy. He was treated with IV atropine sulfate and CPR was not required. Blood pressure was maintained by coughing. Final angiography showed 5% residual stenosis of the rca just proximal to the previously placed stent which was widely patent. The distal rca and r-pda were free of disease, but there was occlusion of the posterolateral branch from probable thrombus exbolization. The patient was treated with IV verapamil hydrochloride and nitroglycerin to improve blood flow. Post procedure, the pt's cardiac enzymes were elevated consistent with guideline criteria for myocardial infarction. Ck levels were noted to be elevated prior to the procedure per source documents, ck spike post procedure was thought to be due to "early washout" or distal embolization of the posterolateral branch. No additional enzyme data or ecgs are available from the site. An echocardiogram (date unknown) showed left ventricular hypertrophy which actually preserved ventricular function without significant wall motion abnormality. The pt also had an episode of post infarction ventricular tachycardia (non sustained) which resolved within approximately 36 hours. The patient was discharged 3 days after the procedure, on aspirin and plavix therapy. In the opinion of the physician the relationship of the mi to the taxus stent is not related and the relationship to target vessel is probable.